Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/25/2016 with the following findings: a review of the pump alarm history revealed multiple consecutive cs054/cs052/cs012 alarms. During investigation, the pump was powered on with auditory and vibration alerts functional. The display was found to be blank. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. There was no damage found to the display screen. Evaluation revealed a slave processor failure had occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.